Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that foreign object was noted in the device. An encore balloon catheter inflation device was selected for use. During unpacking, an object which seemed to be red hair was noted in the device. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that foreign object was noted in the device. An encore balloon catheter inflation device was selected for use. During unpacking, an object which seemed to be red hair was noted in the device. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. An open tray was received containing an encore device; during the visual inspection a hair/foreign matter was found in the inner part of the tray where the device is placed. The package and the device did not show damages, they looked in good condition. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is manufacturing execution error as the manufacturing process was not executed as validated/as designed. (B)(4).